Event description:
It was reported that during pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass (cpb) procedure, the cardioplegia pump only ran the large tank, but not large to small tank load and does not coll on large tank. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Per the field svd rep (fsr), he could not duplicate the reported issue. He ran all modes of cardioplegia (cpg) operation successfully. The cooler heater unit cooled down as required. The fsr talked to perfusionist and discovered that the unit was cleaned after the complaint was called in (and before the fsr arrived to repair). After cleaning, the customer observed all modes of operation ran successfully. The field svc rep (fsr) performed preventative maintenance on the unit; and operated to MFR specifications and was returned to clinical use.